Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed intermittent audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.